Manufacturer narrative:
The lateral a poly lifted up anteriorly when the surgeon brought the knee through range of motion following poly insertion during surgery. The insert lifted up anteriorly with the knee at 110 degrees flexion. The surgeon attempted to insert the lateral b poly. The insert lifted up anteriorly with the knee at 110 degrees flexion. Surgery was completed using the lateral a poly insert. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the lateral b poly insert that was not implanted during surgery was returned to conformis for evaluation. A horizontal impression was observed across the snap feature of the locking mechanism. It appears that the insert was not properly aligned with the tray when impaction force was applied during poly insertion. This damage may have prevented the locking mechanism from fully engaging.

Event description:
The lateral a poly lifted up anteriorly when the surgeon brought the knee through range of motion following poly insertion during surgery. The insert lifted up anteriorly with the knee at 110 degrees flexion. The surgeon attempted to insert the lateral b poly. The insert lifted up anteriorly with the knee at 110 degrees flexion. Surgery was completed using the lateral a poly insert.